Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to latch switch connections. A field service engineer cleaned and greased all latch switch connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had tower drawer failure. The customer indicated that the user utilized a different station to obtain the medication, which led to a delay in its dispensing. There were no adverse events or injuries reported based on this event.